Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported the patient had an issue similar to another patient (please refer to MFR report number 3004209178-2018-24568 regarding other patient with similar issues) and the pump was replaced with a different manufacturer's device and the situation was resolved. No further information was provided regarding this event. No further complications were reported or anticipated.